Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693558 lead, implanted: (B)(6) 2011 and 5076-45 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.